Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the poly insert was removed and femoral, hinge and poly components were added. This poly insert was used as a barrier to the tibia components. The other parts were previously removed on (B)(6) 2018 and an incision drainage was preformed on the other parts on (B)(6) 2018.